Event description:
The customer reported that the system displayed a black screen and the foot pedal would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the high voltage supply regulator, the generator driver, the x-ray controller, the filament driver and the c-arm backplane as well as completed a generator and filament calibration. The system was tested and found to be working as intended and put back in service.